Event description:
Information was received based on review of a journal article titled, "the relation between titanium taper corrosion and cobalt-chromium bearing wear in large-head metal-on-metal total hip prostheses," which suggested that wear of the bearing and increased corrosion of the taper interface should occur simultaneously and was investigated in the study. Forty-three (43) revised large-diameter modular metal-on-metal prostheses of a single design were available for analysis. The revisions were performed in the same hospital from 2010 to 2012. The reasons for revision are as follows: twenty-three (23) revisions due to pseudotumor. Twelve (12) revisions due to pain. Five (5) revisions due to loosening. Two (2) revisions due to tissue reaction. One (1) revision due to metallosis. The journal article concludes that the increased bearing articulation wear and serum metal ion concentrations in cases with taper interface corrosion support the hypothesis that increased friction in the joint articulation is one of the factors responsible for simultaneous articulation and taper damage. However, independent taper or bearing damage was also observed, suggesting that other factors are involved in the process.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that 2 patients required revision due to other tissue reaction on an unknown date. There has been no further information provided and the patient outcome is unknown..

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by f. Witt, dr-ing, b.h. Bosker, md, n.e. Bishop, dr-ing, h.b. Ettema, md, c.c.p.m. Verheyen, md, and m.m. Morlock, phd. Investigation performed at the biomechanics section, tuhh hamburg university of technology, hamburg, germany, and the department of orthopedic surgery, isala clinics, zwolle, the netherlands. The journal of bone & joint surgery d jbj s .org, volume 96-a d number 18 d september 17, 2014. Manufacture date ¿ unknown.